Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that during the operational check, the display did not come one. There was no report of patient involvement.